Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the stylus was damaged and not functional. Analysis also found the bulk head was damaged and the system fan was noisy. It was noted there were lots of system errors found in the programmer parsing sheet; hard drive was reconfigured and software reloaded/updated to resolve issue. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.